Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to recover drawer. A field service engineer login to hardware test application, found drawer 5 was missing and done system check. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer 5 mechanical failure, preventing users from accessing medications. The customer reported that users were still able to retrieve medications either from another station, and there was no delay to the patient workflow. There were no adverse events or injuries reported based on this event.